Event description:
It was reported that an echo revealed pericardial tamponade. A pericardial drain was placed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.